Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on but within a few seconds and ten (10) beeps were heard. With this condition, the unit was unable to perform any operation (or) engage in monitoring. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that this device, once fully charged, will only run on battery for about 1 minute then shuts off. No consequences or impact to patient.